Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2007; 1688tc lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was removed due to an infection. A new system was implanted five days later. No further patient complications have been reported as a result of this event.